Event description:
It was reported that this pacemaker was found to be operating in safety mode. Subsequently, the device was explanted and replaced. Outside of the surgical procedure, no adverse patient effects were reported.